Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After additional information received on march 25, 2022, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for report ID: 0001038806-2021-02003 submitted on october 18, 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
Fracture of retainign screw inside the low profile. There is no reported malfunction of the low profile abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Upon visual inspection cc noticed that abutment screw is fracture.